Manufacturer narrative:
(B) (4). Zipper damage. Eval: results: eval of the returned product found that on panel side a, the zipper's slider body is open. (B) (4).

Event description:
The customer reported that there are various problems with the zippers on the canopy but couldn't specify where or the type of damage. There was no pt injury reported. Inspection of the bed found that on panel a, the zipper slider body is open.